Event description:
The customer reported via phone call that the insulin pump could not be turned on and sustained physical damage. The customer stated that she dropped the insulin pump while she had been sleeping on the couch. The customer's blood glucose was 222 mg/dl. The customer observed a crack on the right and left top side of the insulin pump's screen. She stated that the device was exposed to moisture and got wet. She noted condensation under the liquid crystal display screen on the upper right hand side. She tried replacing the battery and reported that the insulin pump counted down but still showed a black screen. She advised that she had treated already. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.